Event description:
On 06/03/2022, it was reported by a sales representative via sems that a ar-6482 remotes has exposed frayed wires. This was discovered during an unknow case, with no patient effect reported.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error; however, due to the device not being returned and the serial number provided, we are unable to confirm the reported event.